Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilatation kit, to treat benign prostatic hyperplasia (bph) occurred. According to the complainant, during preparation, a leak was noted in the anchoring balloon of the prolieve catheter. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as "good."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.